Manufacturer narrative:
(B)(4). The sample was returned for evaluation. No malfunctions were identified during visual inspection of the device. The set was spiked onto a 1000 ml solution bad and was primed without leaking. An in-house 10 ml syringe, filled with distilled water, was attached to the y site and manually depressed without issue. No leaks were found at the inlet or outlet ports or throughout the remaining filter housing during product evaluation. The reported problem is not confirmed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a clearlink system solution set leaked at the inlet port of the filter. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.